Event description:
Reference number (B)(4). Event occurred in the united states . It was reported that patient faced infusion set occlusion at site event on (B)(6) 2024.the blood glucose level was high at the time of event, therefore the patient was treated with correction injection via multiple daily injection. No further information was available.